Event description:
It was reported that the zimmer air dermatome was skipping over the skin. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.